Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the head right siderail was stuck in the up position and would not lock. No pt involvement or adverse consequences are reported.